Event description:
Carotid shunt was being tested prior to carotid endarterectomy. When testing it, the blue balloon had a small pin hole. Shunt removed from field - new shunt open/tested. Pt not even in room at time of testing. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.